Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The products remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Our company received additional information eight months later that this right ventricular lead and device continue to display high pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The products remain implanted and will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the defibrillation lead and this device displayed a pace sense impedance greater than 2500 ohms and high threshold measurements. There was no noise or inappropriate shock delivered. However, in the past noise was noted on both the pace sense and shock channel. A technical services consultant was contacted and recommended isometrics and pocket manipulation. The consultant also discussed the potential of the lead pins being reverse in the device header. No adverse patient effects were reported.